Manufacturer narrative:
(B)(4). Additional follow up: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. Was the instrument fired across or near an existing staple line or clip? ---no. Were any unexpected noises heard? ---no if so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. The analysis found that one sc60a device was returned in good visual condition and with one ecr60w cartridge reload loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the jaws were noted to be in good condition. It should be noted that all devices are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.

Event description:
It was reported that during an open hepatectomy, the target tissue (liver) fell out from the jaws at the 2nd stroke of the 1st firing without opening. The liver was thin and friable. Ecr60w was used. Besides, staples were deployed on only 2 lines out of 3 lines. Reinforcement material was not used. Additional suture was performed. There were no adverse consequences to the patient. One device will be returning.